Event description:
On (B)(6) 2021, the parent of patient (ref #(B)(6)) called in regarding test accuracy of the 3 curative test taken. The patient tested on (B)(6) - positive (ref #(B)(6)), (B)(6) - negative (ref #(B)(6)), and (B)(6) - negative (ref #(B)(6)). Patient's parent wants to know how this is possible.

Manufacturer narrative:
Additional information: patient reference #(B)(6). Kit lot number - vto10044664. Kit manufacture date -01/28/2021. Kit expiration date - 1/28/2022. Patient reference #(B)(6). Kit lot number - vto10037362. Kit manufacture date - 1/11/2021. Kit expiration date - 1/11/2022. FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient submitted an oral swab for rt-qpcr testing at the miami-dade county curative collection site (B)(6) 2021 08:39:43 am est. This sample was assigned barcode # (B)(6) and received by the dc testing site (B)(6) 2021 06:58:26 pm est. Testing for sample (B)(6) began (B)(6) 2021 9:53 pm on plate-(B)(4), position f7. The result for this test was later reported as a repeat on (B)(6) 2021 6:45 am because the viral CT value of 39.34 fell within the repeat range. Repeat testing for sample (B)(6) began (B)(6) 2021 8:49 am on plate-(B)(4), position g3. This second round of testing resulted in a CT value of 37.69073619637807, which is considered a weak positive. No further corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, results for sample (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. Both the initial plate-(B)(4) and the repeat plate-(B)(4) contained empty wells that were free of viral or human amplification, indicating that contamination was not an issue during testing. Plate-(B)(4) was created using the hamilton in plating ((B)(4)), manually extracted ((B)(4)) using the norgen kit lot # 599186), and manually prepared for qpcr using a mastermix from batch 44. The reagents used to test the patient's sample were within specifications, not expired, and passed quality control. Seven out of the eight wells surrounding g3 were positive with viral CT values ranging from 33.10 to 37.66 however, we have no reason to believe that sample barcode # (B)(6) was contaminated by any of these surrounding positive samples. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.